Manufacturer narrative:
Terumo has received the actual device for evaluation; the returned sample was decontaminated, visually examined and functionally tested. Damage was noted on the top of the heat exchange/oxygenator and two points were noted where the plastic was deformed. The device was pressurized using water and air pressure, and the blood-water interface leak could not be confirmed. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular that during prime there was blood and water interface. The product was changed out and did not delay the surgery. The surgery was completed successfully.